Event description:
It was reported that the user was unable to attach two luer connectors to the ilet, as the connectors did not twist onto the device; the agent had the user attempt attachment without the cartridge with the same result, and a different connector from the same box attached successfully, after which replacements were arranged. Symptoms included none, with blood glucose reported as stable. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with substitution of another connector. Investigation of this case revealed inconsistent connector engagement consistent with a connector fitment or manufacturing variability issue, localized to certain luer connectors rather than the ilet interface. It was concluded, based on previously established findings for similar reports, that the cause was component variability leading to intermittent mechanical incompatibility of the luer connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.